Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screenshot of service screen has been sent and analyzed by technical support. Gas path test shows that the safety valve is leaking 1.17lpm @ 1.77bar. Also found active alarm tf 222 (oxygen sensor failed - please replace) & 519 (ltc1760 value out of range) which related to damaged o2 cell. As well as the intermittent alarm 11v standby voltage low. Therefore the leaking o2 safety valve cause the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed no o2 dosing possible. Log shows that the safety valve is leaking. The customer confirmed that there was no patient involvement from the reported event.